Event description:
Additional information was reported that the cause of the patient's pain and loss of therapy was due to the patient's degenerative disk disease. The patient was given epidural injections and the issues have been resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was loss of therapy. The patient stated she doesn't think her device is working because she has had severe pain recently. The patient stated that she has the therapy for damage in her back which causes her to have pain in her legs. Patient stated she normally has the stimulation programmed so that she doesn't feels it (unless she coughs.). The patient stated currently she is not feeling it when she coughs even after increasing stimulation. The patient is not sure what to try next. The patient stated she met with her healthcare provider (hcp) and they have been trying to reach the rep to meet with the patient. The programmer showed stim on. Group a ¿ p1- 6.00v. The patient stated she has gone up as high as she can comfortably on group a and it has not helped. The caller was walked through changing to b and increasing stimulation to 7.0v and patient stated she still is not getting the relief nor the feeling the stimulation in her legs like she normally does. The patient stated that this issue started following an event where she lifted something heavy. Caller states she didn't lift with her legs, she used her back and that is when she noticed the change in therapeutic effect. The patient was redirected to their healthcare provider. The patient stated they had an appointment with their hcp on the day of call. No further complications were reported/anticipated.